Event description:
On january 2001 the end-user called minimed, USA and stated that they were hospitalised for high blood glucose level one day before. The insulin had been leaking from the tubing, and the insulin had not reached the pt. Maersk medical a/s received the complaint and the used infusion set 24 days later. The incident took place in USA.